Manufacturer narrative:
This is a final report. The medical event was related to customer using an incompatible test strips. Therefore no further investigation of the product is required. It is important to note that although the customer purchased incorrect test strips, label copy defines and indicates product compatibility. Further, when plotted on the parkes error grid, the reported readings have no clinical significance. It should also be noted that although the user inferred that compatible test strips are no longer available; this statement is false as abbott continues to manufacture and distribute compatible test strips. The date of manufacture is unknown.

Event description:
Customer's physician reported a reading of 395 mg/dl from the customer's omnipod pump blood glucose meter using an incompatible adc test strips and a reading of 317 mg/dl from a laboratory blood glucose meter. According to the physician, as a result of these issues, the patient suffered a significant deterioration in diabetic control. No third-party medical intervention and customer self-treatment were reported. There was no report of death or permanent injury associated with this event.